Manufacturer narrative:
(B)(4). The customer reported that the device would not switch on. The device was evaluated by a field service engineer. Replacing the power pca resolved the issue.

Event description:
The customer reported that the device would not switch on.